Manufacturer narrative:
(B)(4). Batch # r57y6a. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that after surgeon transected stomach with gst60d, he saw staples were malformed on all staple line with no reason.

Manufacturer narrative:
(B)(4). Batch # unk. Device evaluation: one cartridge reload used with the psee60a stapler was received. The stapler was not returned. The analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. (B)(4), batch: r5861w. Manufacture date: 04/20/2018, expiration date: 03/20/2023. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.